Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record idfsn 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This bipap a30 s was manufactured 02/07/2012 which is prior to UDI implementation requirement. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The manufacturer received information regarding the discovery of ventilator inoperative error codes during device evaluation. This issue has been identified under fsn 2023-cc-src-039 related to interruptions and/or loss of therapy associated with a ventilator inoperative alarm. No patient harm or serious injury was reported in association with this event. The device was not in patient use. During evaluation at a third-party service center, the bipap a30 silver series device was visually inspected, and no evidence of foam degradation was observed. Review of the device event log identified a ventilator inoperative error code indicating that the device could not be operated after three restart attempts. Documentation did not identify a specific component requiring replacement to address the ventilator inoperative error. Additionally, review of the event log identified log-only errors indicating that the coin cell voltage was outside the valid range of 1.65 to 3.6 volts and that software detected rtc register reset or corruption. Based on these findings, the printed circuit assembly (pca) was determined to require replacement. No repairs were performed. The device was scrapped per customer request.